Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The reported condition of "leak" was confirmed due to a loose blue winged cap. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress to address the condition. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter (B)(4) that one (1) regional analgesia infusor w/patient control module was observed leaking immediately after filling. The device was filled with naropin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.